Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged, interrupting insulin delivery. The customer declined to provide additional information regarding the issue. There was no adverse impact to the customer's blood glucose level.